Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12487. The pt reported experiencing shocking at the lead while stimulation was on. The pt also reported, the programmer displayed an error code for a stuck button and subsequently could not be turned on. The pt put new batteries in the device but it did not resolve the issue. A new programmer was sent to the pt. F/u determined the new programmer was sent to the pt. F/u determined the new programmer would not power on. Reportedly the pt will try new batteries.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.